Event description:
A hospital nurse reported that an image went blank but was retrieved during a colonscopy procedure. According to the nurse, when the image was retrieved, it worked intermittently while the procedure was completed without complications. She mentioned that the scope was not replaced during the exam since the image problem occurred toward the end of the case. The image went blank when the scope was used for a second colonscopy procedure. Once again, the image was restored intermittently but during this procedure, the image exhibited rainbow colors and thereby prevented the physician from completing the procedure with that scope. The colonscope was removed from the pt and replaced with a second colonscope. The procedure was completed and there were no complications related to the occurrence.